Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion. It was reported that 1fter btk intervention, the physician used a 5f.mynxxgrip vascular closure device (vcd) wiwth a 5f sheath. When the prep was done. However, when the physician pulled back the mynx 5f wth sheath , it was removed with the sheath. There was no reported patient injury. Manual compression was applied. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1633302 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was reported that after below the knee (btk) intervention, the physician used a mynxxgrip vascular closure device (vcd) 5f with a 5f procedural sheath. When the physician pulled back the vcd with the sheath, it was removed with the sheath. Manual compression was applied. There was no reported patient injury. The product is available for return.